Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "blue bypass" of an ak 98 machine during priming. A machine alarm was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician observed that the blue bypass connector on the machine was leaking. In addition, the log file indicated a heparin pump failure, and the pump was replaced. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the worn bypass connector and this component was also replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.